Event description:
A prescription form has been received requesting a total humerus. The reason for revision is periprosthetic fracture.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mets proximal humeral replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets proximal humeral replacement which was inserted in 2014. The surgeon reported periprosthetic fracture. The CT images shows fracture of the bone below the tip of the humeral stem which confirms the clinical report and reason for revision. Device history review: review of the product history records indicate 10 devices were manufactured and accepted into final stock on 16 aug 2012 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A prescription form has been received requesting a total humerus. The reason for revision is periprosthetic fracture.